Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed about safety mode parameters and advisory. Additional information obtained from the field which indicated that the device explanted due to device under advisory. The patient was dependent and the physician decided to change device out before potential to revert to safety core mode. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed about safety mode parameters and advisory. Additional information obtained from the field which indicated that the device explanted due to device under advisory. The patient was dependent and the physician decided to change device out before potential to revert to safety core mode. No additional adverse patient effects were reported.